Event description:
Initial reporter indicated that after three attempts and changing the battery in the programming wand he was not able to establish communication with a generator. Another programming wand was used to interrogate the pt successfully. A device malfunction is suspected with the programming wand. Good faith attempts are being made to have the wand returned to the manufacture for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.